Manufacturer narrative:
The technical assistance center representative provided the sales representative with trouble shooting recommendations to power off the otv-s200, remove the scope/camera head, clean the contact points on the paddle, let it dry, connect it back to the otv-s200 and power it back on. Make sure the video connect is in the correct orientation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Olympus sales representative reported scope communication error e226 with the visera elite ii vídeo system center. There was no patient or user injury related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the communication failure and error e226 occurred due to the bent pin connector receiving part of the main body was damaged and failed. This issue is addressed in the instructions for use (IFU): "otv-s200 instruction manual. 10.2 troubleshooting guide. Code:e226. Error message:scope communication error. Possible cause:the communication between the endoscope and video system center has failed. Solution:immediately turn the video system center off and disconnect the video connector. Clean the electrical contacts of the video connector and connect again. If the same problem occurs after turning the video system center on again, immediately turn the video system center off, and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus."